Manufacturer narrative:
Return requested. (B)(4) replacement cr2032 batteries shipped to site. No parts have been received by manufacturer for analysis. Return requested for (B)(4) pack battery svc kit. No parts have been received by manufacturer for analysis. Return requested. (B)(4) replacement (B)(4) pack battery svc kits shipped to site. No parts have been received by manufacturer for analysis. On (B)(6) 2015 a medtronic representative performed an imaging system check-out, system inspection, cable grade, compliance testing and image quality check areas passed. Electrical test failed. Measure charger output volts 10 and 11; measure charger output volts 18 and 19. Over charging on charger board 1 and motor battery charger. Issue resolved.

Event description:
A medtronic representative reported a site's imaging system experiencing over-charging on charger board 1 and motor battery charge. No further details regarding the issue were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
This issue would not be likely to lead to patient harm and was reported in error. Issue would preclude use of the device and was detected/corrected prior to use.